Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a discovered foreign object is confirmed, but the cause is unknown. The product returned for evaluation was a 15cm duoglide dialysis catheter and a clear solid-core cylindrical object. The catheter was evaluated for any additional object(s) and no other potential foreign object was found on or within the catheter. The cylindrical object was 2.5¿ long and 0.077¿ in diameter contained a solid core, and was clear in appearance. The object was nearly straight and would not have likely come from the pre-curved lumen. Also, it appeared that both ends of the object were created by a sharp instrument, and at least one end was created specifically by a scissor-like object due to the stepped appearance accompanying the striations of a sharp instrument cut. Analysis of the kit components showed that the object does not originate from the kit nor is it a part of any of the kit components. The event description indicated that the device was found near the insertion site and that the catheter function was not impaired during use. At this time it is believed that the object was not within the catheter, but was next to or near the catheter. As the object does not belong within the product kit and does not resemble a component, or component piece, in other manufacturers device kits it is believed to have originated outside of manufacturers control.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It is said that doctor supposedly, removed the pt's hd catheter yesterday and held pressure. Reportedly, while holding pressure, doctor lifted the gauze and looked at the site. He reportedly noticed a thin piece of plastic floating out from the puncture site. He allegedly started to remove this item and it was stated he eventually pulled out a 5cm thin piece of white, solid plastic. Supposedly, after the site was dressed, reportedly the doctor disclosed the findings to the patient and ordered a x-ray and CT scan. Both scans were said to be negative. It was said in email response from customer to further inquiry: supposedly, the duoglide catheter was placed in the patient on (B)(6) 2015 and then was reportedly removed on (B)(6) 2015. It's said that, unfortunately, all the packaging, including the reference number and lot number was disposed of and not recorded. Reportedly, when customer attempted to discover what the item was, customer allegedly opened another kit to see if any item resembled the piece of foreign plastic. As far as the patient, reportedly no harm occurred as an x-ray and CT scan was performed to assure no other items were present. Reportedly. Tt may have delayed the patient's transfer/discharge by a day but no harm. It was said that, the catheter was inserted for dialysis due to fluid overload and renal failure. There was reportedly no leakage noted from the device during use and no reported noticable decrease in flow when using the device.